Manufacturer narrative:
Follow-up electrode belt evaluation: device evaluation of electrode belt sn (B)(4). Has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a defective u306 component on the distribution node pca, a defective j2 component on the front therapy electrode, and an intermittent short in the cable connecting ECG a to the front therapy electrode. The root cause for the damaged could not be positively identified. The root cause for the damaged could not be positively identified. Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. No adverse event resulted from the defective monitor. Device evaluation of electrode belt sn (B)(4) is underway. The reported problem (service code 204) has been confirmed. As received, the electrode belt failed a therapy electrode recognition test, and was unable to communicate with a monitor. Investigation into the cause of the failure is underway. A supplemental report will be sent upon completion of the investigation. The root cause for the damaged could not be positively identified.

Event description:
A us distributor returned a patient's monitor and electrode belt and reported that the patient was experiencing a service code 204 (belt/monitor unusable).

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. No adverse event resulted from the defective monitor. Device evaluation of electrode belt sn (B)(4) is underway. The reported problem (service code 204) has been confirmed. As received, the electrode belt failed a therapy electrode recognition test, and was unable to communicate with a monitor. Investigation into the cause of the failure is underway. A supplemental report will be sent upon completion of the investigation. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's monitor and electrode belt and reported that the patient was experiencing a service code 204 (belt/monitor unusable).